Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up and ok buttons are not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and ok keypad buttons had a delayed response. The contrast and down arrow keypad buttons were responding as expected. The contrast button has no effect on insulin delivery function. All of the keypad buttons were found not to have normal spring back. There was evidence of keypad adhesive contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and corrosion and rust was found inside the battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.